Event description:
It was reported that prior to use, the device indicated a battery error due to cold temperature condition. Attempts were made to clear the error condition but were not successful. The device was never implanted and was removed from potential service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).